Manufacturer narrative:
The pumps were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported "high power" event for (B)(4) was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2017. Multiple low flow alarms and high watt alarms have been logged starting on (B)(6) 2017. Additionally, on (B)(6) 2017, there was an abrupt drop in the estimated flows of (B)(4) confirming the reported "low flow event" for this pump. The reported "low flow event" for (B)(4) was confirmed via review of the controller log files which revealed a drop in power consumption and estimated flow starting on (B)(6) 2017. Multiple low flow alarms and one high watt alarm have been logged starting on (B)(6) 2017. Of note, it was reported that the patient was given thrombolytic treatment after which parameters of (B)(4) went back to normal. A fluoroscopically-guided washout procedure was performed with carotid protection to treat the low flows of (B)(4). Over the following days, both pumps¿ parameters normalized. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Concomitant medical products: serial: (B)(4); model: 1104; exp. Date: 2018-02-28; mfg. Date: 2016-02-28 (product still in patient). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional devices for this complaints: hw26048 pump / catalog number 1104 / expiration date 02/28/2018 device remains implanted . (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient born in (B)(6), who had been implanted with a vad in her left ventricle (lv) on (B)(6) 2016 and a vad in her right ventricle (rv) on (B)(6) 2016, called the vad clinic on (B)(6) 2017 to report a successive rise in the power consumption of the rvad. The patient was transported to the vad-implanting facility where they confirmed a rise in power consumption from 1.5 watts to 2.0 watts and an increase in the estimated flows. The site reported that acoustic measurements revealed no third harmony in rvad which they felt suggested an imbalance of the rotor. In addition, the patient was noted to have elevated lactate dehydrogenase (ldh) and plasma-free hemoglobin (pfhgb) levels. They felt that these findings were strongly suspicious for intra-pump thrombosis. The patient was initially treated with actilyse on (B)(6) 2017 with normalization of her pump parameters. However, completion of thrombolysis was followed by an abrupt drop in the lvad's estimated flows at around 1am on (B)(6) 2017. The site further reported that they observed minimal pulsatility in the lvad that had previously demonstrated a pronounced arterial pressure waveform and aortic valve opening. The site suspected that the lvad had become "detached from the native ventricle". Later that day, a fluoroscopically-guided washout procedure was performed with carotid protection. Over the following days, both pumps' parameters normalized. On (B)(6) 2017, there was an abrupt drop in the estimated flows of the rvad to below 1.0 l/min. Occlusion of the inlet tube of the rvad was suspected but could not be confirmed with certainty via echocardiography and could not be treated with a washout maneuver at that time. The pump's estimated flows increased between (B)(6) 2017 and there was been no further indication of pump thrombosis form either the lvad or rvad. On (B)(6) 2017, the lvad and rvad pump parameters and acoustic measurements had returned to normal. No further information has been provided.